Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the buttons on the insulin pump were not fully responsive. The battery was removed and replaced and the insulin pump alarmed for a failed battery test. A new battery was inserted and the buttons began to work. The blood glucose reading was 500 mg/dl. The customer was treated with a manual injection. It was advised that the customer revert to a backup plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days with no unexpected failed battery alarm anomalies noted. The insulin pump had minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube lip and missing end cap sticker.